Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis in previous weeks. The blood glucose reading was 580mg/dl. The customer stated that the cannula was bent at a 90 degree angle. Also, it was reported that the last time the infusion set was changed was more than a month ago. Troubleshooting was performed. The programming was correct. Customer was advised to change set out every 2 to 3 days. Ran a fixed prime and high pressure tests and passed. No further information was provided.